Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the md found it difficult to remove the spring wire guide (swg) from the patient's vessel. After the swg was removed, it was noticeably unraveled.